Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device. Review of device's history logs it was found that the multifunction cable was connected to the test port instead of the electrode that device was configured to use during the readiness self test. The log did not indicate any 30j self test failed message. The device was observed to be functioning as expected. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that during incoming testing the device failed the auto-readiness self test.